Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high threshold measurments and was surgically abandoned during a device replacement procedure due to concerns over a possible lead dislodgement. A new lv lead was successfully implanted. No adverse patient effects were reported.